Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011; 459253 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
The patient called and reported that after three weeks from implant the device started to move down under their arm along the breast. Patient was concerned about rubbing on tissue. The patient noted that a device should be designed to better fit a woman. Additionally, the patient stated that one of their leads was not placed right and was causing palpitations. The patient noted that there has been adjustments made for that and is working okay. Follow up was conducted with the clinic and from the information obtained it was reported that the patient was seen prior with the complaint of fatigue/tiredness, palpitations, and device position. A chest x-ray was done and all the leads had good placement. The leads are functioning normally. However, the left ventricular (lv) lead had possibly on occasion caused phrenic nerve stimulation so a programming adjustment was made to the lv lead. The ICD was found to be functioning well. The physician¿s recommendation was for no pocket revision due to the risk of infection, as a pocket revision would not alleviate the patient¿s main complaint of fatigue/tiredness. Therefore, no intervention has been done for repositioning of the device. The device and lv lead remain in use. No patient complications have been reported as a result of this event.